Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at 9 am on the day of the implant of this transcatheter bioprosthetic valve, aphasia was observed. The following day, magnetic resonance imaging revealed an occlusion of the left peripheral branch. Tissue plasminogen activator (tpa) administration was initiation. Cerebral angiography was performed, but further treatment was deemed difficult due to the peripheral nature of the lesion. Observation was continued as the tpa was administer. The patient was transferred to a new hospital approximately 1 months and 1 week later to continue observation.